Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was the procedure converted to open? Was another colostomy performed? If so, will it be reversed? What is the current status of the patient? Why was the device discarded?

Event description:
It was reported that the cdh29a, when shot on a hartmann closure by videolaparoscopy procedure, cut the tissue but did not close the bobby pins. It was necessary to convert the procedure to staple removal and manual suture of the loop intestinal. Extended surgical time by 3 hours.